Event description:
It was reported that the user experienced hypoglycemia while using the ilet during the early learning period, with a cgm low alert followed by confirmatory fingerstick showing a lowest blood glucose of 41 mg/dl; the event was addressed with oral fast-acting carbohydrates (juice and glucose tablets) and resolved without medical intervention or outside assistance. Symptoms included none reported. Outcomes included transient hypoglycemia without injury, hospitalization, or emergency care. Investigation included review of the event details, device use context, and user education on hypoglycemia treatment and confirmation by fingerstick during the learning period. Investigation of this case revealed no confirmed device malfunction and was consistent with hypoglycemia of unclear cause during algorithm adaptation. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.